Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2017865-2020-15634. It was reported that the patient presented for a routine device follow-up check. Upon review, the implantable cardioverter defibrillator exhibited under-sensing episodes and the atrial lead exhibited episodes of under-sensing and high capture thresholds. Programming changes were made on the device. Patient was stable.